Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that interrogation revealed that the right ventricular lead had significantly elevated threshold. The lead was repositioned and remains in use. The patient is enrolled in the adaptresponse study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.